Event description:
It was reported that a loud explosion was heard coming from the vbeam aesthetica device and that three people (patient, clinical assistant and doctor) were in the device vicinity at the time. It appears that all three visited the local hospital on an outpatient basis for hearing loss. To date, no reports of serious injury or permanent damage have been received. The details concerning the current state of health for any of the three people subjected to this device malfunction are unknown. If any additional pertinent information is received, it will be forwarded via an MDR supplemental report.

Manufacturer narrative:
The unit has been returned to candela for root cause analysis.